Event description:
Customer reported smoke came out of the side of the ventilator. Ventilator was on standby charging and not connected to pt. Report stated flames came out of the side of the ventilator.